Manufacturer narrative:
One opened and or used enlite serter was inspected and test. Enlite serter passed per specifications, the sensor was inserted and released properly.

Event description:
It was reported that the customer's sensor cannula was fractured upon removal. That morning, the needle hub had reportedly become stuck in the serter. The needle hub was removed from the sensor upon removing the serter from the body. Customer received weak signal, lost sensor, and sensor errors. Her blood glucose was 173 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.